Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the implantable neurostimulator (ins) was removed not due to normal battery depletion. The leads were not working the way they were supposed to be. The top leads were not functioning properly. When stimulation was on, it would be too strong and give too much stimulation . The patient had screws in her back, which was not related to the device, that she had prior to the implant. The screws became loose and since they were going in anyway and stimulation was not helping they decided to remove it. The issues started before it was re moved in (B)(6) 2015.

Event description:
Additional information received from the doctor and the patient clarified that the procedure was done due to lead malfunction and no stimulation on the right side, not because stimulation was too strong. The root cause was stated by the doctor to not be determined, however the patient stated that the cause of the lead malfunction was due to the amount of hardware already in the patient's back and the buildup or scar tissue. The patient also stated that the device was adjusted to try to route stimulator to "react back."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.